Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2018, that on (B)(6) 2018, the transmitter stopped working. The transmitter has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
An external visual inspection was performed and passed. Voltage test was performed and passed. A transmitter functional test was performed and passed. The reported event of transmitter stopped working was unable to be determined. The probable cause cannot be determined. No additional event or patient information is available.